Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. 632028) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue") and hypotension ("low blood pressure"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue and hypotension outcome was unknown. The reporter provided no causality assessment for fatigue, hypotension and menorrhagia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. 632028) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue") and hypotension ("low blood pressure"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue and hypotension outcome was unknown. The reporter provided no causality assessment for fatigue, hypotension and menorrhagia with essure. Lot number: 632028, manufacturing date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.